Event description:
Right knee had a full feeling, pain, and burning/right knee was full of pain [pain in knee]. Right knee was full of swelling [swelling of r knee]. Injection itself was painful [pain during injection] . Case narrative: initial information received on (B)(4) 2018 regarding an unsolicited valid serious case received from a nurse (patient herself) from united states. This case involves a (B)(6) years old female patient who received treatment with hylan g-f 20, sodium hyaluronate (synvisc) and on the same day injection itself was painful and after unknown latency experienced right knee had a full feeling, pain, and burning/right knee was full of pain, right knee was full of swelling. The patient's past medical history included osteoarthritis throughout her body and had received several cortisone injections because of it. Patient was helping her son move for 2 days and all of the sudden she was in extreme pain from her right knee down to her ankle. This was different than the chronic pain that she was used to. In (B)(6) 2016, the patient's son took her to the emergency room (ER) and she was not even able to stand. Blood clot was ruled out. Patient also had ongoing allergy to sulfa. On an unknown date in (B)(6) 2016, the patient started treatment with intra-articular hylan g-f 20, sodium hyaluronate injection, at a dose of 2 ml, 3 times (lot number: not provided) for osteoarthritis. It was reported that the patient did not know that it was synvisc injection. The patient assumed that it was a cortisone injection. After the injection, the patient felt that something was not right. The injection itself was painful (onset date: (B)(6) 2016) and the steroid injections were not. On an unknown date, right knee had a full feeling, pain, and burning. The patient did not want to have the second or third synvisc injection, but the health care professional insisted and stated that the third injection was where all of the relief comes from. After the injections the right knee was full of pain and swelling (onset date and latency: unknown). The patient found another doctor who did a perfect left total knee replacement on (B)(6) 2017. On (B)(6) 2018, the patient had a right total knee replacement that required a lot of extra physical therapy due to the synvisc and just now the swelling was finally back to normal in 2018. Also reported that the patient might have seen in one of the wrappings that sulfa was in synvisc as patient was allergic to sulfa. Patient was then explained that it was not an ingredient of synvisc. Patient also mentioned having a shoulder replacement and was in talks with her health care professional (hcp) for a possible shoulder replacement reversal. No additional information was available at this time. Final diagnosis was injection itself was painful, right knee was full of swelling and right knee had a full feeling, pain, and burning/right knee was full of pain. Action taken for synvisc was no action taken. Patient had right knee replacement as a corrective treatment for right knee had a full feeling, pain, and burning/right knee was full of pain and right knee was full of swelling; not reported for injection itself was painful. The patient outcome is reported as unknown for injection itself was painful and right knee had a full feeling, pain, and burning/right knee was full of pain; recovered for right knee was full of swelling. Seriousness criteria: required intervention for right knee was full of swelling and right knee had a full feeling, pain, and burning/right knee was full of pain. A product technical complaint was initiated for synvisc (lot number- unknown) on (B)(4) 2018 with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on (B)(4) 2018. Ptc results received and processed. Global ptc number added.